Manufacturer narrative:
Age or date of birth, weight, and ethnicity: unknown/ not provided. Implant date: not applicable, as lens was removed/replaced in the initial surgery. Explant date: not applicable, as lens was removed/replaced in the initial surgery. Initial reporter telephone number: (B)(6). Device evaluation: the product testing could not be performed as the product was not available for return. The reported complaint cannot be confirmed. Manufacturing record evaluation: based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction or product quality deficiency. No nonconformity report, documentation or labeling changes, and escalations are required. A search revealed that no other complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that pcb00 not deploying lens and that the lens was "crushed" by plunger. Lens was partially inserted but was successfully removed without harm or damage to patient. Product not available for return for investigation. No further information available.